Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy, the device with close jaws was inserted through the trocar, but it was impossible to reopen the jaws to be placed on the tissue. Another reload was used to complete the case. There was no patient injury.